Event description:
Patient explanted devices due to a non-specific systemic illness. Symptoms included: fatigue/ lethargy, cognitive changes, neurological symptoms, joint ache/ pain/ stiffness, and myalgia. Patient has reported to health care provider that symptoms have disappeared post-explant.